Event description:
It was reported that the lens vaulted (z-syndrome) approx 8 months post implant. The lens was removed and replaced with another model lens approx 10 months post implant. The surgeon indicated that in his opinion the likely cause of the event was "excessive scaring". The pt's current status is "good". This event pertains to the pt's left eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.